Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported embolus could not be conclusively determined. Per the IFU, air embolism is a potential complication with the use of this device.

Event description:
Related manufacturing reference: 3005334138-2016-00061, 3005188751-2016-00074. During an electrophysiology procedure, an air embolism occurred. Air was noted at the pulmonary artery when the two braided swartz introducers and the agilis introducer were inserted into the right atrium before inserting a non sjm needle. The air was aspirated with a balloon catheter via the braided swartz introducer. When the transseptal puncture was performed with the needle via the braided swartz introducer, the patient developed st elevation and air was noted at the left atrial appendage on x-ray. The air was aspirated and when the st elevation resolved, the introducers were replaced to continue the procedure with no adverse consequences to the patient.